Manufacturer narrative:
One 8.5f agilis introducer sheath and dilator were received for evaluation. The extension tubing had detached from the sideport of the hemostasis body; however, the extension tubing was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sideport tubing detachment remains unknown.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure while exchanging the catheter, the sideport of the introducer detached. Per the healthcare provider, this may have occurred due to high torque. The introducer was replaced and the procedure was completed with no adverse patient